Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported an absence of alarm. Blood glucose was unknown. Customer reported that her insulin pump does not alarm when reservoir is empty. Customer sounded a bit drunk. Customer could not do any tests and wanted her pump to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with the audio or vibrate function working properly. No audio or vibrate anomaly noted during testing.